Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high hv lead impedance was observed. Measurements will be re-evaluated when patient is brought in for an ep study. No further information available.